Event description:
The customer reported a pt suffered a myocardial infarction while being monitored and the device did not see the event. The device did not contribute to the event.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.